Manufacturer narrative:
Eval: method - the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. The leads were visually inspected and were found to be incomplete. Conclusions: the cause of the reported complaint could not be confirmed. The leads were returned in pieces and functional testing could not be performed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. It was reported that the pt fell and subsequently felt a change in stimulation. A diagnostics reading was done and all impedances were normal. The sales rep reprogrammed the device and was able to recapture some of the desired areas. Two weeks later, the pt had to be reprogrammed again. Invalid impedance was observed on several lead contacts. An x-ray was taken, but did not reveal any anomalies. On (B)(6) 2010, the doctor decided to explant and replace the lead. The leads were cut into pieces during the explant.